Event description:
It was reported through the research article ¿multifaceted ECMO support in left ventricular non-compaction (lvnc) cardiomyopathy induced acute heart failure: a comprehensive case report¿ that heartmate 3 (hm3) may be associated with right heart failure. This case study presented a 29-year-old male patient diagnosed with left ventricular non-compaction cardiomyopathy, manifesting as acute heart failure requiring mechanical ventilatory support. In the intensive care unit (ICU), peripheral venoarterial extracorporeal membrane oxygenation (va ECMO) was instituted. As the patient enrolled as a heart transplant candidate, an hm3 was implanted as a bridging strategy. The patient developed right heart failure soon after implant, requiring a right ventricular assist device (rvad) ECMO. The patient was able to be weaned from the rvad ECMO four days post-hm3 implant. The hm3 continued to function optimally, and the patient spent 30 days in the ICU before eventually being discharged home after 40 days.

Manufacturer narrative:
B5:specific patient information and device serial number are documented as unknown. Device was implanted at the time of the event. Details are listed in the attached article. Date of event has been listed as the date of publication (01mar2024) since the date of data collection was not provided. Author information: ahmad fekry, a., & zubaidah mohd zahari, s. (2024). Multifaceted ECMO support in left ventricular non-compaction (lvnc) cardiomyopathy induced acute heart failure: a comprehensive case report. Swaac elso 2024 conference abstracts, 70, 22. Https://doi.org/ http://dx.doi.org/10.1097/01.mat.0001007900.82635.d6. National heart institute, kuala lumpur, malaysia. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect: impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.